Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up (B)(6) 2014 the battery remaining for this device was four years. At the most recent follow up in (B)(6) 2014 the battery remaining was 2.5 years. Premature battery depletion was alleged by the patient. The patient will be followed up in six months. No adverse patient effects were reported..